Event description:
It was reported that following the implantation of a sling, the patient experienced pain. It was noted that the "doctor never prescribed a stronger medicine to me for pain." There were no further patient complications reported in relation to this event.